Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redw0837 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that despite multiple attempts, the head nurse found that the strain relief of the extension tubing supplied with the catheter could not pass through the catheter in the afternoon of (B)(6) 2021. Visible foreign matters could be seen by naked eyes. Therefore, a spare separately-packaged extension tubing was used to complete the placement of the catheter successfully. One catheter was affected in this complaint. After the event, the operator notified us that no improper human operations were found and this event was attributed to a product quality problem and asked us to provide a new extension tubing and provide them with feedbacks.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of material within the two-piece connector is confirmed and the cause appeared to be manufacturing related. One 4 fr groshong nxt connector was returned assembled without the catheter. The connector assembly was disassembled in order to inspect the internal components. Microscopic observation of distal connector revealed the compression sleeve to be present. A metal instrument inserted into the distal end of the connector to remove the compression sleeve. A translucent, plastic material was observed to be pushed out from within the compression sleeve. The connector was longitudinally bisected in order to inspect the internal surface. No additional plastic material was noted. Bd is working closely with the supplier/manufacturing to prevent recurrence of the reported event. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that despite multiple attempts, the head nurse found that the strain relief of the extension tubing supplied with the catheter could not pass through the catheter in the afternoon of (B)(6) 2021. Visible foreign matters could be seen by naked eyes. Therefore, a spare separately-packaged extension tubing was used to complete the placement of the catheter successfully. One catheter was affected in this complaint. After the event, the operator notified us that no improper human operations were found and this event was attributed to a product quality problem and asked us to provide a new extension tubing and provide them with feedbacks.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of inability to insert the catheter through the distal connector segment with foreign matter on the connector was inconclusive due to the nature of the submitted evidence. The product returned for evaluation was one photograph which depicted a 4fr s/l groshong nxt catheter connector. The depicted portion of the device included the distal connector segment and the distal region of the proximal segment including the suture wings and locking arms. No obvious damage was observed and no foreign material was identified. While no deficiencies were observed during inspection of the submitted photograph, the implicated connector could not be thoroughly examined, nor could the interaction between the catheter could connector be evaluated. Consequently this complaint is inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that despite multiple attempts, the head nurse found that the strain relief of the extension tubing supplied with the catheter could not pass through the catheter in the afternoon of (B)(6), 2021. Visible foreign matters could be seen by naked eyes. Therefore, a spare separately-packaged extension tubing was used to complete the placement of the catheter successfully. One catheter was affected in this complaint. After the event, the operator notified us that no improper human operations were found and this event was attributed to a product quality problem and asked us to provide a new extension tubing.